Event description:
A us distributor contacted zoll to report that a patient developed a rash underneath their armpits due to the garment rubbing. The area is red and itchy, but no broken skin. There was no alleged device malfunction contributing to the irritation. Patient was instructed to allow the area to air for a period of time each day by a physician. Follow up indicated that the irritation has improved.